Event description:
The nurse contacted baxter (B)(4) regarding particulate matter with a minicap. The nurse stated they found particulate matter that looked like a mold bud. There was no patient involvement and no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for particulate matter (pm) was confirmed during the sample evaluation; however, not root cause could be determined. The minicap was visually inspected and there was a piece of particulate matter (pm) present, located near the open end of the minicap. The particulate matter was evaluated in house by personnel from baxter ireland and it appears as if the pm is an iodine crystal. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.